Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
In response to the advisory describing the potential for device circuit error to occur while the device is processing an atrial-sensed event, the implantable pulse generator (ipg) was prophylactically reprogrammed. No device malfunction was observed while the device was in use, however, the device was functioning in a mode susceptible to circuit error and was therefore reprogrammed to preclude harm to the patient. The patient could not tolerate the non-susceptible pacing mode and reported to the emergency department with heart failure symptoms approximately three weeks after the initial reprogramming. The device was programmed back to the original settings and remains in use. No further patient complications have been reported as a result of this event.